Event description:
It was reported that it does not shock. There was reportedly no patient involvement. The customer was informed that service could no longer be completed on the unit as the device had reached end of life (eol). According to service bulletin sb86100166d, the m4735a heart/start xl portable defibrillator/monitor was discontinued on 31-december -2013. All options associated with this defibrillator were discontinued as of 31-december-2013. The manufacturer is unable to repair the faulty defibrillator. According to service bulletin sb86100166d, the m4735a heart/start xl portable defibrillator/monitor was discontinued on 31- december -2013. All options associated with this defibrillator were discontinued as of 31-december-2013. The end of support date for the device is 31-december-2018. The customer was aware of the end of life terms and the device remains at the customer site.

Manufacturer narrative:
Device is end of life / end of support.